Event description:
Customer had incident where the male luer lock adapter did not maintain a tight connection to a tri-ject organizer used on a central line. According to contact, they have experienced 3 occurrences over the last 1 1/2 years. Contact stated that there was no adverse event as they saw the set loosen and they retightened the connection.